Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had surgery on (B)(6) 2023 to correct the problem with the catheter. According to the rep in operating room (or), the doctor opened the pocket, un-sutured pump, took pump out from pocket, aspirated catheter successfully through the catheter access port (cap), placed pump back into pocket and sutured again. The hcp aspirated from the cap successfully to ensure catheter was not kinked or occluded after anchoring pump. It was thought, the catheter may have been occluded after pump was replaced during the original surgery when the pump was anchored down. The cap was not aspirated to ensure catheter was still patent after anchoring.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#: (B)(4), implanted:(B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 2011-11-23, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a company representative (rep), regarding a patient receiving intrathecal compounded baclofen 1,250 mcg/ml at 470 mcg/day, and oral baclofen 20 mg, given in emergency department (ed). It was reported, that the pump was replaced on (B)(6) 2023. And the patient experienced withdrawal symptoms post pump replacement. It was noted, there was a possible catheter occlusion with replacement. The pump logs were checked in the ed and no pump alarms found since implanted on (B)(6) 2023. It was reported, there were no interventions/actions taken to resolve the issue yet. And they were discussing a dye study. The last message from the doctor yesterday afternoon noted, the patient was being transferred to a different medical center. There was no word yet if the transfer was completed. And when the dye study would be done. It was asked, but unknown if surgical interventi on occurred. The issue was not resolved at the time of this report. And the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included intractable spasticity. Additional information was received on (B)(6) 2023 via the rep indicated a catheter dye study was attempted on (B)(6) 2023, late afternoon. The catheter aspiration was unsuccessful and no additional information at this time.